Manufacturer narrative:
The insulin pump passed the rewind, prime test, excessive no delivery test, and displacement test. However, the device alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device had cracked case at display window corners and battery tube threads, scratched lcd window, broken reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.